Manufacturer narrative:
UDI not required. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The alternating current inlet filter was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit would spontaneously shutdown and restart. There was no report of patient involvement.